Manufacturer narrative:
The physician indicated that the resident may have pulled too hard on the wire causing the basket to crumple. He indicated that it can be difficult to seat the angioguard basket in the deployment sheath some times and that he feels you need to provide gentle little tugs instead of consistently pulling harder to try to get it to seat in the deployment sheath. He made a suggestion that a marker be placed on the wire that would indicate that the basket has been properly seated and thus no further retraction is required. The procedure was completed successfully used another angioguard without issue. There was no adverse impact to the patient reported. Please note that the gender of the patient is unknown. The device was received, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported by the rep that during an unknown procedure, the physician was unable to introduce/load the filter into the deployment sheath. The physician reportedly pulled hard; and therefore, the filter basket crumpled. The procedure was completed with a angioguard device. There was no adverse impact to the patient reported. The intended procedure was a right carotid stenting procedure. The access site was believed to be the femoral artery. However, it was indicated that the issue was with loading the angioguard into the deployment sheath. Thus, the angioguard was not inserted into the patient's body.

Manufacturer narrative:
A report was received that during preparation, the physician was unable to introduce or load a 6mm angioguard rx device into the deployment sheath and that the filter basket subsequently crumpled. The procedure was successfully completed with another angioguard device. The event involved a patient undergoing a planned endovascular intervention to his/her right internal carotid artery via femoral artery access. When the angioguard device was being prepared for use, the physician was unable to load the filter into the deployment sheath. He/she is reported to have pulled hard which resulted in the filter basket crumpling. The physician further reported that the resident may have pulled too hard on the wire causing the filter basket to crumple. He indicated that it can be difficult to seat the angioguard basket in the deployment sheath some times and that he feels you need to provide gentle little tugs instead of consistently pulling harder to try to get it to seat in the deployment sheath. The device was never introduced into the patient and the procedure was successfully completed with another angioguard device with no reported patient injury. A non-sterile unit of rx/6mm basket diameter/180cm was received inside of a plastic bag; along with the delivery wire and deployment sheath. The delivery wire was received inside of the deployment sheath; a bent condition was observed on delivery wire at proximal section end; kink/bent conditions were observed at 6 cm from distal tip on delivery wire. The filter basket was received deployed. Functional analysis was performed with a lab sample torque device, coil dispenser and filter basket introducer. The filter basket was captured inside of the capture sheath and it was advanced through the coil dispenser to the filter basket introducer. The device could not be loaded correctly due to the kink/bent condition observed on delivery wire at 6 cm from distal tip. The filter basket was inspected under vision system and membrane was observed to be slightly crumpled. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿filter basket/ damaged-during prep¿ event was confirmed based on the results of the microscopic analysis; however according to event description procedural factors might have contributed to this failure. The reported ¿delivery system/ loading (docking) difficulty-into delivery sheath¿ was confirmed based on the results of the functional analysis (delivery system could not be loaded correctly due to kink/bent condition). However, according to event description procedural factors might have contributed with this failure. According to the product instructions for use (IFU) prior to the procedure, all equipment and packaging should be inspected and examined carefully for defects. Users are instructed to check the guidewire, filter basket, deployment sheath, capture sheath and capture sheath rx port for bends, kinks or other damage. Defective equipment should not be used. Users should verify that the deployment sheath is fully engaged in the filter basket introducer since it can become disengaged during shipping. If not engaged, they are instructed to manually engage it. The flexible, delicate nature of the guidewire configuration requires due care in handling and use, as directed in the device IFU. Based on the information available for review, there are handling factors (excessive pulling on the wire) that may have contributed to the reported event. Neither the device history record nor the product analysis suggests that the reported events are related to the manufacturing process. Therefore, no corrective actions will be taken at this time.